Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. During troubleshooting, the customer stated the drive support cap was flush and they were not able to complete the rewind process due to the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump received with drive support disk look normal. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the insulin pump and passed.